Manufacturer narrative:
(B)(4): the customer reported that a monitor dropped and the monitor and bed hanger was damaged. No pt harm was reported. Philips was not informed of how the monitor came to be dropped. Philips is in the process of obtaining additional info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.

Event description:
The customer reported that a monitor dropped from a broken bed hanger and was damaged. No pt harm was reported.